Event description:
The customer reported the secondary medication back flowed into the primary bag during priming. The secondary medication was hanging higher than the primary. There was no pt involvement.

Manufacturer narrative:
(B)(4). The report that the secondary backed up into the primary was confirmed. Testing identified a malfunctioning check valve. The malfunction was due to an acrylic particle located between the housing seal area and the affixed silicone diaphragm. The cause of the check valve failure is due to a particle found in the fluid path that prevented the silicone diaphram from fully seating against the housing seal area. The source of the acrylic particle was not identified.